Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: this patient underwent asd closure. The defect was 4mm and an 8mm aso was placed but embolized. No time specification as to when the aso embolized was provided. One cd with angios of aso in place with pull-push maneuvers was provided. No echo images were provided. The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. According to agas medical consultant the following conclusions were drawn: the fluoroscopic images did not provide any information as to the cause of aso embolization. We need copies of the echocardiogram taken during device placement to determine the reason for embolization. It is very unlikely the 8mm aso was twice the diameter of the 4mm defect to embolize unless it did not sandwich the rims or the defect was classified as a pfo.

Event description:
According to the initial information received, the patient experienced pulmonary hypertension after implant and the 8mm amplatzer septal occluder (aso) was noted to have embolized per the echocardiogram. The patient was sent to surgery for aso retrieval and defect closure. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.